Event description:
Hcp reported the pt was "not relieved anymore" and there was a continuous alarm beeping. A pump interrogation was performed which showed a pump memory error with changes in various pump dates: calibration change, pump model number changed to 8616-13, and the concentration changed to 59109/ml. As the pump had also reached battery battery end-of-life, the pump was explanted in 2004. It was returned to the manufacturer for analysis. A follow up will be sent when additional info is obtained.